Event description:
I used the platinumled biomax 900 at a restore hyper wellness location 1¿2 times per week (completing 9 sessions in 5 weeks). The protocol involved a high-intensity "sandwich" setup at a 10-inch distance for 13 minutes per session. I was unable to stand further away because the panels were placed close together. Shortly after around week 5, I noticed significant and progressive facial volume loss, volume loss in my hands and neck. Specifically hollowing in my temples and eyes and deflated sunken cheeks. This adipose atrophy has caused sudden skin laxity and a "skeletalized" appearance. I also developed intermittent numbness above my right eyebrow. While there was no surface burning, the 1060nm wavelength (which the manufacturer markets for fat reduction) appears to have targeted and shrunken my subcutaneous fat pads in my face neck and hands. This device was used on my face without any warning of unintended fat loss or long-term disfigurement by the medspa restore hyper wellness. This adverse side effect is not mentioned on the platinumled website nor the restore hyper wellness website or "consent" forms.